Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced injuries. It is not known if the device remains in the patient. The device was not returned for evaluation.